Event description:
It was reported carelink had transmitted successfully in the past, last transmission approximately six months previous. Now problems with phone cord not sending properly and this is the second cord. Monitor will be returned. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.